Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was unable to complete the sealing cycle. The customer found a wire sticking out the side of the jaw. The customer completed the procedure. No known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.